Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medica device removal') in a (B)(6) year-old female patient who had essure (batch no. 50718077) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2021: fu received: "previously reported event adverse event nos replaced with medical device removal and made medically significant and intervention required due to surgery. Reporter, lot number insertion and removal date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 41-year-old female patient who had essure (batch no. 50718077) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:50718077. Manufacturing date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / including chronic pain") in a 41 year-old female patient who had essure inserted (lot no. 50718077). Additional non-serious events are detailed below. The patient had a medical history of fracture in 2005, carpal tunnel syndrome in 2002 and parity 4, adenomyosis, ovarian cyst, irregular periods, bloating, irregular periods, back pain, appendicectomy, frequency of micturition, swelling, headache, mood swings, hot flush, lower respiratory tract infection, abdominal pain, weight gain and cyst. Concurrent conditions were listed as forgetfulness, lethargy, back pain, vaginal discharge abnormality, ectropion of cervix and post coital bleeding. Concomitant products included paracetamol, ibuprofen, estradiol and enoxaparin. On (B)(6) 2013, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), abdominal distension ("bloating"), tooth disorder ("dental issue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (otal laparoscopic hysterectomy and bilateral salpingo oophorectomy). At the time of the report, the pelvic pain and genital haemorrhage had resolved. The outcomes for dyspareunia, mental disorder, abdominal distension, tooth disorder, alopecia and abdominal pain were unknown. Essure was removed on (B)(6) 2020. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, genital haemorrhage, mental disorder, pelvic pain and tooth disorder to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: tubal occlusion following hysteroscopic sterilization is confirmed [ultrasound scan] on (B)(6) 2017: right sided abdominal pain @ renal calculi? Gallstones lot number:50718077 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: medical record received. New events . Dyspareunia, psychological issues, bloating, dental issues and hair loss. Abdominal pain added. Reporter information updated. Lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. 50718077) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and genital haemorrhage had resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Lot number:50718077. Manufacturing date: 2013-02. Expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: essure insertion date was updated from (B)(6) 2013 to (B)(6) 2013; previously reported event essure removal was specified as abnormal bleeding and pain. On 8-nov-2021: no new clinical information was received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("pain / including chronic pain") and appendicitis ("appendicitis,right sided abdominal pain,back pain, admitted with sudden onset right iliac fossa pain,. Pain on movement or coughing,frequency of micturition") in a 41 year-old female patient who had essure inserted (lot no. 50718077). Additional non-serious events are detailed below. The patient had a medical history of fracture in 2005, carpal tunnel syndrome in 2002 and parity 4, adenomyosis, ovarian cyst, irregular periods, bloating, irregular periods, back pain, appendicectomy, frequency of micturition, swelling, headache, mood swings, hot flush, lower respiratory tract infection, abdominal pain, weight gain and cyst. Concurrent conditions were listed as forgetfulness, lethargy, back pain, ectropion of cervix and post coital bleeding. Concomitant products included paracetamol, ibuprofen, estradiol and enoxaparin. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criterion intervention required), appendicitis (seriousness criterion hospitalisation), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), abdominal distension ("bloating"), tooth disorder ("dental issue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), menstruation delayed ("period late by a week"), vaginal discharge ("had a pinkish discharge a week ago"), menstruation irregular ("irregular cycles and bleeding approximately every 2 weeks."), abdominal pain lower ("issues regarding left iliac fossa pain"), haemorrhoidal haemorrhage ("painful haemorrhoids that have been bleeding"), burning sensation ("burning"), urinary tract infection ("uti"), ovarian cyst ruptured ("burst right ovarian cyst & incidental finding of small"), depressed mood ("depressed mood"), anxiety ("feeling very anxious over the past few months"), ovulation pain ("pain on side ovulating") and arthralgia ("pain in hips and joints"). The patient was treated with surgery (otal laparoscopic hysterectomy and bilateral salpingo oophorectomy). At the time of the report, the pelvic pain and genital haemorrhage had resolved. The outcomes for appendicitis, dyspareunia, mental disorder, abdominal distension, tooth disorder, alopecia, abdominal pain, vaginal discharge, menstruation irregular, abdominal pain lower, haemorrhoidal haemorrhage, burning sensation, urinary tract infection, ovarian cyst ruptured, depressed mood, anxiety and arthralgia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, appendicitis, arthralgia, burning sensation, depressed mood, dyspareunia, genital haemorrhage, haemorrhoidal haemorrhage, menstruation delayed, menstruation irregular, mental disorder, ovarian cyst ruptured, ovulation pain, pelvic pain, tooth disorder, urinary tract infection and vaginal discharge to be related to essure administration. The reporter commented: hysterectomy on hrt-estrogen only patch last 2 years ,occasionally gets hot flushes no pv bleed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: tubal occlusion following hysteroscopic sterilization is confirmed [ultrasound scan] on (B)(6) 2017: right sided abdominal pain @ renal calculi? Gallstones; on (B)(6) 2020: underwent hysteroscopic sterilization and presented in a 2ww with bloating and abdominal pain lot number:50718077 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: medical record received. New events menstruation delay, vaginal discharge, irregular menses, abdominal pain lower , hemorrhoids, burning sensation, uti , appendicitis, frequency of micturition, ruptured ovarian cyst, depressed mood , anxiety, ovulation pain, arthralgia were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.